Event description:
Boston scientific received info that on the evening post-implant, the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received five inappropriate shocks. Review of the episodes show a change to a low amplitude, almost flat morphology, with some noise and oversensing. At the time of the shocks the device was programmed to use the primary sensing vector. Troubleshooting was performed and with testing involving the xiphoid sensing electrode noise was about to be reproduced. The device was then programmed to the secondary sensing vector and no noise was elicited. It was though there was likely air-bubbles at the xiphoid pocket which caused the observation, however, this was not confirmed by x-ray. The sensing vector was programmed to secondary and no further issues were noted. There were no adverse patient effects as a result of the shocks. The system remains in service.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.